Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm noted. No unexpected numbers ramping or scrolling on their own noted. The insulin pump was received with cracked battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 115mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.